Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: during investigation, there was a confirmed cs 078 error (motor rewind error) in the black box. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The pump was opened to inspect the motor related components. Unrelated to the original complaint, there was moisture/corrosion noted.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.